Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2006 with unknown blood glucose at the time of the incident. The customer was given a glucagon shot to treat. The customer experienced symptoms such as being over heated due to working in the sun. The customer was wearing the insulin pump during the incident. The customer also had another low event that led to emergency treatment on (B)(6) 1992. The customer experienced symptoms such as acting strange and refusing to drink juice to treat. The customer also mentioned highs caused by using infusion sets that kinked on him. Troubleshooting was not completed as the incidents were from the past. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided were incorrect with the initial report. The correct information has been provided with this report.